Event description:
It was reported that during insertion of this implant, it broke. The device was not implanted and the procedure was completed as intended without injury to the pt.

Manufacturer narrative:
Investigation results: an evaluation confirmed breakage of the pre-loaded anchor with the proximal end lodged in the driver. Approx 5mm of the threaded portion of broken anchor was not returned. There have been similar complaints for this device with no correlation between lot numbers. The user reported using a total of five implants for this procedure; two of which broke during insertion. The information for use (IFU) provides the following information to the user: proper orientation and alignment of instruments is important during implantation of the bio mini-revo to minimize possible breakage of the anchor. Breakage of the bio mini-revo is possible if: the pilot hole is not drilled to an adequate depth. The tap is not inserted to the proper depth. Improper alignment of anchor to pilot hole. Loose or non-secure anchor on driver. It is not used with a bio mini-revo drill guide. The anchor inserter is used for prying. The bio mini-revo implant is advanced too deep. The customer will be provided this information.